Event description:
It was reported that the patient underwent a bi-lateral inguinal hernia repair on an unknown date and a mesh was implanted in the groin area. The patient underwent additional surgeries due to infection, perforation and ultima.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.